Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. Open receiver to check speaker: passed resistance check at 7.4 ohms the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:40:48 edt 2017 with 3004753838-2017-59354. The ack3 was received on fri sep 01 19:40:48 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.